Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 at 11:35 pm, the black power cable was disconnected from the mobile power unit (mpu). The white power cable was disconnected shortly after resulting in the no external power alarm. The alarms cleared after both were reconnected to the mpu. There sequence of events indicates a double power disconnection. 55 minutes later at 12:30 am on (B)(6) 2020 the voltage values indicate a loss of power on both power cables from the mpu. Power source was exchanged to the 14v batteries and the alarms cleared. Additional information reported that the patient continued to have alarm after changing to batteries. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of no external power alarm was confirmed with the submitted log file. The log file captured data entries from on (B)(6) 2019 and on (B)(6) 2020. On (B)(6), a low voltage advisory alarm was captured relating depleting 14v batteries. The 14v battery was disconnected from the black power cable first then was followed by disconnection of the 14v battery. This resulted in the no external power alarm to become active. Higher capacity 14v batteries were connected to both power cables and all alarms cleared. These sequences of events indicate a double power disconnection when the 14v batteries were exchanged. On (B)(6) at 11:35 pm, the black power cable was disconnected from the mobile power unit (mpu). The white power cable was disconnected shortly after resulting in the no external power alarm. The alarms cleared after both were reconnected to the mpu. There sequence of events indicates a double power disconnection. 55 minutes later at 12:30 am, the voltage values indicate a loss of power on both power cables from the mpu. Power source was exchanged to the 14v batteries and the alarms cleared. Attempts were made to obtain additional information regarding the no external power alarm captured in the submitted log file. The additional information communicated on (B)(6)2020 indicated the mobile power unit is currently in use and operational. While the information indicated it was unknown about the v-lock connector, the device history record confirmed the mobile power unit was shipped with a v-lock. The information did not indicate there was a loss of power to the a/c outlet. To date, the mobile power unit associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.